Manufacturer narrative:
This report was initially submitted following notification from a customer in france regarding a misidentification of candida glabrata as brucella spp when testing a patient strain with vitek® ms instrument (ref. 410895, serial number (B)(6)). Conclusion on the fine tuning: the fine tuning performed on (B)(6) 2020 was conforming. All mandatory acceptance criteria were achieved. The analysis of the calibrator mzml files indicates that no fine tuning was needed during the tests made on (B)(6) 2020. Conclusion on spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. This could be explained by a non-optimal spot preparation (culture, spot, different operator). Conclusion on the identification: the expected identification was candida glabrata. The investigator could conclude the number of peaks were heterogeneous between 29 to 93. This could be explained by a non-optimal spot preparation. The misidentification result was obtained from the spectra having a lower number of peaks (31). The identification was obtained with a low identification score (-0.34) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4).

Event description:
On (B)(6) 2020, a customer from (B)(6) notified biomerieux of obtaining a misidentification of candida glabrata as brucella spp when testing a patient strain with vitek® ms instrument (ref. 410895, serial number (B)(4)). Vitek® ms instrument first obtained a result of no identification. Repeat testing was performed and obtained an identification of brucella spp. Following this result, the customer performed a gram stain and obtained a yeast appearance. The isolate was retested on vitek® ms on yeast mode, and the result obtained was candida glabrata. The customer reported no impact to treatment due to this event; however, a delay in results > 24 hours was reported. There is no indication from the customer that the discrepant result or the delay impacted the patient state of health. A biomerieux internal investigation will be initiated.